Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils. Upon removal from the packaging, the pusherwire of a pc400 coil was found kinked and was not used. The procedure continued using additional pc400 coils.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.